Manufacturer narrative:
The report of multiple low voltage alarms and speed changes was confirmed. The data log file was successfully retrieved from the returned system controller and contained approximately 4 days and 5 hours of events. Several episodes of speed reductions below the low speed limit were recorded. These incidents were associated with decreased voltage values and accompanied by low battery hazard alarms and power save mode flags. The evaluation of the system controller revealed inner conductor breakdown in the black power cable. This wire conductor breakdown resulted in a high resistance causing decreased voltage to be provided to the system controller. The root cause appeared to be related to fatigue due to repetitive movement in that area during use. In addition, inner conductor breakdown was confirmed in both power leads of the returned power module 14 volt patient cable. As a result, the system controller activated a low voltage hazard alarm and power save mode while connected to the returned power module 14 volt patient cable during analysis. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced multiple low voltage alarms with speed reductions to 8200 rpm from a fixed speed of 9200 rpm and low set speed limit of 8800 rpm and was admitted to the hospital for evaluation. It was reported that it was unclear if the patient heard or saw any alarms. The patient was not symptomatic. The patient¿s x-rays were submitted for evaluation by a technical services representative and revealed thinning and possible separation of the metal braided shield from the collar on the internal portion of the lead. The system controller log file was also submitted for evaluation and it was determined that the speed reductions were due to low voltage alarms. The alarms occurred only while the system was connected to the power module, indicating that there was potential wear and tear damage on the patient cable. The patient¿s batteries and battery clips were exchanged and the patient was placed on the hospital¿s power module patient cable; however, the issue reportedly persisted. The patient¿s system controller was exchanged for a new system controller and no further issues have been reported since. The patient was discharged from the hospital.

Manufacturer narrative:
Approximate age of device - 2 years and 7.5 months (calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.